Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome, radiculopathy, and spinal pain. It was reported there was a burning sensation at the implantable neurostimulator (ins) pocket site. No trauma or falls were reported that could have been related to this issue. The patient noted that she had not bumped the ins either. The patient noted that she had recently had a medical test or electromagnetic interference (emi) environmental exposure in the form of a CT scan about 6 months ago. The patient had an appointment on (B)(6) 2016. The patient had turned stimulation off the night prior to this report and still felt the burning sensation while stimulation was off. The patient turned stimulation down lower than she usually had it, but this did not help with the burning sensation. The patient noted that the burning felt like it kept getting more intense. The patient noted there was no redness or swelling in the area. The patient had a family member who was a registered nurse and that family member through the skin over the ins felt a little warmer. The patient noted the burning started a few days ago. Additional information was received from a healthcare provider (hcp). When asked to clarify the burning sensation over the implanted stimulator site, the hcp responded that it was hypersensitivity of the skin surrounding the generator. The cause of the burning sensation at the ins site was not determined. Actions/interventions taken to resolve the burning sensation at the ins site included the hcp contacted a manufacturer's representative (rep) to evaluate the unit.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported since the spring of 2016 they had a burning sensation at the implant neurostimulator (ins) location, but they met with someone who did an adjustment that made it go away. However, about a month ago the burning sensation came back intermittently. The healthcare provider (hcp) later reported the cause of the burning sensation was undetermined as the impedance check that was performed was normal. In order to resolve the intermittent burning sensation reprogramming was performed and everything ¿seemed good at this point.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.